Manufacturer narrative:
Event site full name: (B)(6) hospital event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4). Device was discarded and not returned

Event description:
It was reported that during the insertion of the sheath, the tip of the sheath was turned over and it became impossible to insert it into the blood vessel. The procedure was performed without problems using another balloon. The actual product was not returned due to an infectious disease.